Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized after experiencing an elevated blood glucose (bg) level of 250 (mg/dl) and diabetic ketoacidosis. Reportedly, the customer was low on insulin the night prior and ran out of insulin during the night. The customer attempted to deliver a bolus to address bg levels prior to ER visit but did not have enough insulin to do so. While hospitalized, the customer was treated with antibiotics, pain medication, blood thinners and nausea medication. The customer was still hospitalized at the time the event was reported.